Event description:
The patient allegedly received a gunther tulip ivc filter (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis (dvt). The patient is alleging vena cava perforation. The patient further alleges abdominal pain. On (B)(6) 2012, per the computed tomography (CT) of the abdomen: " an infrarenal inferior vena cava filter is present. There is an extensive filling defect seen along the superior aspect of the filter extending inferiorly to the filter and likely filling the inferior portion of the inferior vena cava suggestive of thrombus and presumed to extend into the bilateral common iliac and external iliac veins; however, the precise inferior extent of the thrombus is difficult to assess on this examination. These findings are associated with extensive subcutaneous edema, most pronounced inferior to the level of the umbilicus". On (B)(6) 2013, per the computed tomography of the abdomen: "there is an ivc filter in place. The prongs of the filter are infrarenal in location. The stem of the filter is at the level of the right renal vein. There is low attenuation material seen along the periphery within the filter, suggesting some thrombus formation (2/33 and 601/71). More inferiorly, the ivc and the iliac veins are small in caliber. There are collateral veins demonstrated within the anterior abdominal wall, primarily. On (B)(6) 2021, per the computed tomography of the abdomen: "infrarenal tulip ivc filter with all 4 struts penetrating the walls of the ivc. The retrieval hook is located superiorly. There is no evidence of fracture of the ivc filter".

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2023-00178. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g8 of this initial medwatch report. E3 ¿ occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, thrombus, abdominal pain, edema. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal pain and edema are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.